Event description:
Caller alleged discrepant results using the inratio meter.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.6, reference: 2.5, mean: 2.05, confidence limits: 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. No data analysis was performed on data from (B)(6) 2011 and (B)(6) 2011, because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Conclusion: one out of total two reported correlation tests occurred within 3 hours. Analysis of the client's data from inratio and reference tests revealed that the test result comparison met accuracy criteria. No product was expected to be returned. Retained strip test was performed on (B)(6) 2011. Result comparison met accuracy criteria. Root cause could not be determined with the info customer provided. As reviewed on (B)(6) 2011, 56 discrepant result complaints were reported for lot #243699, yielding a complaint rate of 0.047%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.